Event description:
On september 9, 2022, nakanishi became aware of a patient's accidental ingestion of a headcap and an o-ring through a complaint input into the complaint database by a distributor (B)(4). Details are as follows: - the event occurred on (B)(6) 2022. - the dentist was performing an occlusal composite adjustment on tooth #30 of a patient using the z800kl handpiece (serial no. (B)(4)) - the patient was under sedation with nitrous oxide. - during the procedure, the headcap of the handpiece came off in the patient's mouth, and the patient reflexively swallowed the headcap and an internal o-ring before the dentist had a chance to react or recover the parts. The patient was sent to the emergency room as a precaution for a chest x-ray examination to verify that the patient did in fact ingest both the parts and confirm that they were not aspirated. The x-ray confirmed that both loose parts were ingested, and no parts had entered lungs. - the patient is reported to have recovered and is in good health with no need for further medical treatment.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, (B)(4) corporation, under report number 1422375-2022-00040. The dentist refused to provide information about the patient's weight.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. C220909-01]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z800kl device [0bh40088]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and observed the following: - the headcap and the o-ring inside the head were missing from the handpiece. - the cartridge was separated from the handpiece. - there were no abrasion or deterioration of the head thread. C) nakanishi performed a visual inspection of the cartridge and observed that the cartridge was an imitation, which is not nakanishi original cartridge. The differences from nakanishi original cartridge are as follows: - there is no serial number laser-marked on the rotor vane of the imitation. - the shapes of the push part and the bearing in the imitation were different. - there is a c-ring which has the numbers marked on the surface in the imitation. D) nakanishi measured the size of the bur used at the time of the event. The maximum diameter of the working portion was 2.31mm in the measurement, which is out of the device specification (2.00mm). E) nakanishi took photographs of all the internal parts and kept them in the investigation report no. C220909-01. Conclusions reached based on the investigation and analysis results: a) nakanishi identified the cause of the headcap and the o-ring separation of the returned device was use of the counterfeit cartridge based on the findings in the visual inspection. B) nakanishi also considers the possibility that the use of the out-of-specification bur could be the cause of the headcap separation. B) misuse by the user led to the above issue, which contributed to the reported event. C) in order to prevent a recurrence of the headcap loosening/separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.